Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, five heartstring seals did not load properly. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).